Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
This is a report by a physician from (B)(6) of peritonitis in a patient coincident with imported dianeal, unknown, and extraneal viaflex therapies. On an unreported date, the patient began treatment with imported dianeal 2.27% 2 bags (frequency not reported); dianeal 1.36% 1 bag and extraneal viaflex, 1 bag, (frequencies and lot numbers not reported) intraperitoneally (ip) for tidal/automated peritoneal dialysis (apd). The reporter did not clarify which specific lot number was administered to the patient at the time of the event. On (B)(6) 2011, the patient "went to the hospital" for abdominal pain. The patient also experienced cloudy effluent. The physician diagnosed the patient with peritonitis and decided not to hospitalize the patient. The physician initiated treatment for the patient every day with continuous ambulatory peritoneal dialysis (capd), vancomycin and tazidif (doses, frequencies and routes not reported). On an unreported date, the patient reported to the physician, that "in the last days," he had several issues with the new bags (broken connectors and system error #2240 that indicated the presence of air in the circuit, "so that treatment has to be interrupted") the outcome for the event of peritonitis was reported as "unknown." Action taken with dianeal, unknown and extraneal viaflex was not reported. Concomitant medications were not reported. The physician stated the event of peritonitis was related to dianeal, unknown. The physician did not provide an assessment of causality for the event of peritonitis in relationship to extraneal viaflex.